Event description:
Intralase laser was used to create corneal channels and surgeon reported to clinical development manager that they were unable to insert one of the two intact corneal ring segments into a corneal channel created by the intralase (od). Surgeon proceeded to remove the ring segment that was able to be inserted, sutured, and no further action planned. Standard post operative drops instilled, no bandage contact lens. Pt interface was not saved. Intact width was reported as .450mm. The few prior corneal channels cases went as planed without complications.

Manufacturer narrative:
(B)(4): (pt required sutures). Evaluation: field service specialist checked laser on 10/19/2011 and no problem was found. Quarterly preventive maintenance was completed and system met amo specifications. Note: all pertinent info available to abbott medical optics (amo) at the time of this report has been submitted. Should new info that changes the facts and/or conclusion of this report becomes available, a supplemental report will be submitted.